Manufacturer narrative:
The device has not been returned to the manufacturer.

Event description:
A medtronic ent representative reported that she received a call from the operating room nurse to troubleshoot an axiem and emitter communicator error. Walked the site through re-booting the fusion; taking off the side panel to re-connect all connections going into the axiem box. They reported the emitter was not firing and re-booting the system resulted in no change. The surgery was completed without the use of the fusion navigation system. There was no impact on the patient outcome.